Event description:
During a right hemicolectomy the tlc75 did not fire properly. The surgeon was not able to push the firing knob completely forward. The knob went only half way. A new tlc75 was pulled and used to complete the case. There was no consequence to the pt. Clinical follow up: 1/31/97 1133 message and 800# left for md call back. 2/3/97 1745 nncl sent. 2/14/97 1515 surgeon called and reported this occurred on the first reload of the instrument. (First firing went well.) On the second firing, the knob went forward only 1 cm, then would not move forward or backward. The instrument was removed from the tissue at which time the surgeon noted partially released staples (first 5-6) and some staples did fall into the pt. Most were retrieved. The tissue was partially cut. Another instrument was opened to complete case. Pt doing well.

Manufacturer narrative:
It was concluded that the reload would not fire because the lock-out mechanism on the cartridges had been activated. Based on the examination of the cartridge, it appears as if the cartridge was loaded upside down and then reloaded into the correct position. If the cartridge is loaded upside down, the knife will come in contact with the lock-out mechanism and may swing the lock-out rendering the cartridge unusable. When locked out, the firing knob will not be allowed to move forward. The lock-out was reset on the returned cartridge and fired with the returned instrument. It fired and formed the remaining staples as designed with no difficulties noted. Mfg and engineering have been notived of the reported incident. Co strives to understand each incident as it is reported in order to continously improve the products.